Event description:
The patient was involved in a plane crash and was experiencing severe electrical impulses from his stimulator. The patient was on the way to the hospital under care of a paramedic.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).